Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-18563. It was reported that when the patient presented in clinic for a follow up, high, out of range, pacing lead impedance and failure to capture were observed on the right atrial (ra) and right ventricular (rv) leads. Leads dislodgement possibly due to twiddler¿s syndrome was confirmed via chest x-ray. The leads were explanted and replaced. The patient was discharged home.